Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error and the wake button was stuck and unresponsive. There was no reported adverse impact to the customer. The customer declined to provide additional information regarding the issues.